Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2011. Patient discharged himself from the hospital the day of the procedure and suffered fractures of the medial proximal tibia and medial femoral condyle due to running and fighting the same day. No treatment was sought. Revision procedure was performed on (B)(6) 2012 due to pain.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.